Event description:
It was reported that during a total colectomy procedure, the scrub nurse fired one clip to ensure working correctly, it fired sideways out of jaws. I asked to fire a second and again the clip did not load into the jaws correctly. A second device was opened. On this occasion the first clip loaded and formed correctly. Handed to surgeon, who fired a couple and all did not load or form correctly. The open clips removed from the patient and a hem-o-lock clip applier was used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what is meant by "clip did not load into the jaws correctly? Please provide more detail regarding issue such as clip fed sideways, clip fed slowly, multiple clips fed, or no clips fed into jaws at all. Yes the clip fed slowly into the jaws and then once releasing the trigger the clip turned sideways and was positioned about 45 degrees incorrectly across the jaws. The clip was wedged awkwardly between the jaws and needed to be removed manually. Second clip fired had the same problem.